Event description:
It was reported that, during a periodic follow-up visit, high impedance readings and intermittent noise episodes as well as slightly increased threshold levels were observed on a patient's defibrillation lead. A lead fracture and/or dislodgement could not be confirmed via chest images. The device therapy was turned off and the patient was admitted to the hospital. Surgical intervention was later conducted wherein it was confirmed that the issues were due to a loose set screw on the device. The lead was reconnected and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: product ID: 6947m62, implantable tachy lead, implanted: (B)(6) 2013. Product ID: screwvine52, competitor lead product, implanted: (B)(6) 2013. (B)(4).